Event description:
It was reported that during the implant procedure, the atrial lead helix was unable to extend nor retract. The lead was not used and a new lead was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).